Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and also insulin pump went blank. The customer¿s blood glucose level was 500 mg/dl at the time of incident and the current blood glucose was 193 mg/dl. Customer¿s blood glucose was 183 mg/dl at the time of delivering. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.